Event description:
A surgeon reported in a literature report that at the 12 month follow up visit after laser in situ keratomileusis (lasik) surgery, 0.8% of the eyes experienced a two line loss of best corrected visual acuity (bcva) and 0.4% of the eyes experienced a two line or more loss of bcva. The ablation profile in these patients was determined by wavefront optimized (wfo) technique. The purpose of the report was to compare the clinical outcomes of lasik patients whose ablation profile was determined by a novel geometric ray tracing-guided algorithm, versus wavefront optimized (wfo), wavefront-guided (wfg), and topography-guided methods. No additional information is expected. There are two related medical device reports related to this literature report. This report addresses the eyes that experienced a loss of bcva.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).